Event description:
It was reported through remote transmission that the charge time had reached its limit after a patient received a vibratory alert. Three successful manual capacitor maintenances were performed. Physician elected to explant and replaced the device. Patient was well post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the reported extended charge time was confirmed in the laboratory. The device was tested on the bench as well as using automated test equipment, and anomalous hv capacitors were noted as the cause of the reported extended charge time.